Event description:
Note: this report pertains to one of two resolution 360 ultra clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 ultra clip devices were used during a colonoscopy procedure to treat polyps in colon performed on (B)(6) 2025. During the procedure, one clip had difficulty detaching from the catheter. Additionally, the same problem happened on the other resolution 360 ultra clip. Both clips were implanted. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.